Manufacturer narrative:
The product has not yet been returned to the manufacturer.

Event description:
It was reported that the valve was explanted because, it was reading between pressure levels 1 and 1.5.